Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred. It was reported that a faradrive steerable sheath and a versacross connect access solution for faradrive were selected for use during a pulmonary vein isolation (pvi), to treat a persistent atrial fibrillation. A complicated groin access was reported, due to a patient's tortuous anatomy, which took roughly an hour to get into heart. A non-boston scientific ice catheter was being used during complications with groin access/getting catheters up to the heart. Transseptal access was completed, with no issues or malfunctions reported. Then ablations proceed as normal, along with farawave catheter, with no issues reported. A low blood pressure was noted throughout procedure. Procedure was completed without issue. Later, it was confirmed on ice no pericardial effusion. The patient coded pulling groins at end of procedure. It was noted that fifteen (15) min after the procedure, in the same day, the patient died due to heart failure (given as cause of death). The physician states ef 10% and low blood pressure were the cause of death prior to any treatment. A (CPR) cardiopulmonary resuscitation was performed by staff and an anesthesia intervention. Ice, tte, arterial line were performed as medical/surgical interventions. In the physician's opinion, the devices nor the procedure contributed to the patient complication. No autopsy reported. The devices are not available to return for analysis, since they were disposed.

Event description:
It was reported that a patient death occurred. It was reported that a faradrive steerable sheath and a versacross connect access solution for faradrive were selected for use during a pulmonary vein isolation (pvi), to treat a persistent atrial fibrillation. A complicated groin access was reported, due to a patient's tortuous anatomy, which took roughly an hour to get into heart. A non-boston scientific ice catheter was being used during complications with groin access/getting catheters up to the heart. Transseptal access was completed, with no issues or malfunctions reported. Then ablations proceed as normal, along with farawave catheter, with no issues reported. A low blood pressure was noted throughout procedure. Procedure was completed without issue. Later, it was confirmed on ice no pericardial effusion. The patient coded pulling groins at end of procedure. It was noted that fifteen (15) min after the procedure, in the same day, the patient died due to heart failure (given as cause of death). The physician states ef 10% and low blood pressure were the cause of death prior to any treatment. A (CPR) cardiopulmonary resuscitation was performed by staff and an anesthesia intervention. Ice, tte, arterial line were performed as medical/surgical interventions. In the physician's opinion, the devices nor the procedure contributed to the patient complication. No autopsy reported. The devices are not available to return for analysis, since they were disposed. It was further reported that a blood pressure dropped and was low throughout the case before versacross was inserted in the patient.

Manufacturer narrative:
Due to additional information, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) brand name (d1), common device name (d2a), pro code (product code) (d2b), in section d - suspect medical device. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
The device did not return for analysis, product analysis could not be performed. However, based on the analysis, the event description indicates that the device was used to treat a persistent atrial fibrillation, which is considered an off-label use, hence an off-label use of the device was confirmed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) date of death (b2), in section b - adverse event or product problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient death occurred. It was reported that a faradrive steerable sheath and a versacross connect access solution for faradrive were selected for use during a pulmonary vein isolation (pvi), to treat a persistent atrial fibrillation. A complicated groin access was reported, due to a patient's tortuous anatomy, which took roughly an hour to get into heart. A non-boston scientific ice catheter was being used during complications with groin access/getting catheters up to the heart. Transseptal access was completed, with no issues or malfunctions reported. Then ablations proceed as normal, along with farawave catheter, with no issues reported. A low blood pressure was noted throughout procedure. Procedure was completed without issue. Later, it was confirmed on ice no pericardial effusion. The patient coded pulling groins at end of procedure. It was noted that fifteen (15) min after the procedure, in the same day, the patient died due to heart failure (given as cause of death). The physician states ef 10% and low blood pressure were the cause of death prior to any treatment. A (CPR) cardiopulmonary resuscitation was performed by staff and an anesthesia intervention. Ice, tte, arterial line were performed as medical/surgical interventions. In the physician's opinion, the devices nor the procedure contributed to the patient complication. No autopsy reported. The devices are not available to return for analysis, since they were disposed. It was further reported that a blood pressure dropped and was low throughout the case before versacross was inserted in the patient.

Event description:
It was reported that a patient death occurred. It was reported that a faradrive steerable sheath and a versacross connect access solution for faradrive were selected for use during a pulmonary vein isolation (pvi), to treat a persistent atrial fibrillation. A complicated groin access was reported, due to a patient's tortuous anatomy, which took roughly an hour to get into heart. A non-boston scientific ice catheter was being used during complications with groin access/getting catheters up to the heart. Transseptal access was completed, with no issues or malfunctions reported. Then ablations proceed as normal, along with farawave catheter, with no issues reported. A low blood pressure was noted throughout procedure. Procedure was completed without issue. Later, it was confirmed on ice no pericardial effusion. The patient coded pulling groins at end of procedure. It was noted that fifteen (15) min after the procedure, in the same day, the patient died due to heart failure (given as cause of death). The physician states ef 10% and low blood pressure were the cause of death prior to any treatment. A (CPR) cardiopulmonary resuscitation was performed by staff and an anesthesia intervention. Ice, tte, arterial line were performed as medical/surgical interventions. In the physician's opinion, the devices nor the procedure contributed to the patient complication. No autopsy reported. The devices are not available to return for analysis, since they were disposed. It was further reported that a blood pressure dropped and was low throughout the case before versacross was inserted in the patient. It was further reported that the lesion set was pvi. Unsure of the number of applications. General anesthesia used in the procedure to treat persistent af.

Manufacturer narrative:
Due to additional information provided, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.